Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory initial inspection revealed that there were no obstructions in the barrels and all sealplugs are intact and all setscrews move freely. Both the atrial and right ventricle ports and sealplug wells had body fluid present. Lead seal witness marks in the ports indicate that the df+, df-, and atrial leads were fully inserted. However, there are multiple sets of lead seal witness marks in the rv port. One set indicates that the lead was fully inserted; the other set indicates that the lead was not inserted fully but enough to have the setscrew engage the tip of the lead. The timeframe for each of the insertions was unable to be determined that is, if the lead was fully inserted prior to the lead revision in (B)(6) 2011 or if it was fully inserted after the procedure. The rv and atrial lead springs were found to be out of specification. The rv sealplug was removed to examine the v2 setscrew threads. Body fluid was found in both the setscrew and terminal block threads but there was no evidence of cross-threading found. Laboratory analysis confirmed the reported clinical observations expect for high pacing thresholds.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicates that this patient underwent a second revision procedure due to on-going increase in thresholds and pacing impedances along with noise and oversensing. No asystole greater than 2 seconds had been reported. It was determined that upon pocket opening that there was an excessive amount of blood in the right ventricular port. The rv lead was removed and had normal lead measurements. The physician attempted to dry out the port; however, decided not to re-use the device. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) exhibited increased thresholds and increased pacing impedances. The pocket was manipulated and isometrics were performed and the impedances readings were stable and in range. There were two episodes reported of noise on the right ventricular (rv) channel for 1 second each, which were stored as nonsustained. The patient will continued to be monitored. At this time, no impedance measurement have been reported greater than 2,000 ohms and no adverse patient effects have been reported.